Event description:
The information provided to sjm indicated a (B)(6) male patient underwent aortic valve replacement surgery on (B)(6) 2012. Postoperatively at follow-up, the patient was found to have (B)(6) and was hospitalized until he died on (B)(6) 2012.